Event description:
Patient called baxter's technical service center to report a low drain alarm during treatment on homechoice machine. Patient noted they had their transfer set folded and taped down on their abdomen and may have caused an occlusion of the fluid flow. Patient noted they disconnected their transfer set from the patient line of the homechoice cassette and drained their transfer set directly into the toilet. The patient then reconnected the used patient line back onto their transfer set. Per patient, no patient injury or medical intervention was associated with this incident.